Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, d1, d2, d4 (item, lot, exp date, UDI), g3, g4, h1, h2, h4 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product is not returned.

Event description:
It was reported that a patient underwent internal fixation of left distal femur fracture as well as proximal tibia fracture approximately 5 years ago with long length lateral plate and screw fixation device. Subsequently, patient felt a snap in leg about 3 years later and underwent open reduction internal fixation with repair of nonunion with graft. A new multi hole plate like the one that broke was inserted as well as all screw were reinserted at the exact same positions. Attempts have been made and there is no further information at this time.